Event description:
The 2.5 x 13 stent did not cross the target lesion. There were no patient injury. When the product was returned, the shaft was broken and separated at 14 cm from the strain relief. The sales rep confirmed that this occurred during the procedure. The product will be returning.

Manufacturer narrative:
Investigational attempts have been made to obtain additional details regarding the patient, vessel characteristics, and procedural factors. At this time, no additional information has been forthcoming. It was reported that a cypher (2.5x13) did not cross an unknown target lesion. There was no report of patient injury. The product was returned for analysis. The unit was received with a broken hypotube, still attached by purple outer body. The edges of the broken area were oval, indicating the unit had likely been kinked before it was broken. In addition, the unit had two kinks, compressed stent, and a bump in the proximal part of the balloon. The distal body had a bump and a kinked/twisted section. The sales representative confirmed the breakage occurred during the procedure. A device history (DHR) review of the involved lot was unable to be conducted due to unknown lot number. The event of shaft breakage was confirmed; separation was not confirmed. Breakages of this nature are usually the result of ductile overload. Force or cycling of the hypotube (kinking-straightening-kinking) may result in breakage. The exact source of the force, which resulted in the breakage of the hypotube, kinked/damaged unit, compressed stent and balloon bump could not be determined. There is no indication the event is design or manufacturing related. Additional information will be submitted within 30 days of receipt.